Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye which noted a crack on the rim of the minicap. All box dimensions of the sample received were measured and found to be within specifications. Functional testing was performed and the underwater leak test failed. The reported issue was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was broken. This was observed before use. There was no patient injury or medical intervention associated with this event. No additional information is available.